Event description:
It was reported that the patient experienced intermittent fainting spells. Upon interrogation, noise was noted on the atrial lead in the stored electrograms. The noise could not be reproduced in the clinic. The patient had alzheimers. The lead remained implanted and the patient would be monitored remotely via merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.